Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a vascular surgery, during anastomosis, the 2 reported needle device broke. Surgeon used another suture from the same lot. There was no patient injury.